Manufacturer narrative:
Bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, five (5) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with bd¿ tube k2edta plh 13x75 3.0 plbl lav br the tube underfilled. The patient had to be recollected. The following information was provided by the initial reporter, translated from spanish to english: the tubes present vacuum problems, won't allow to fill 3ml. It fills only up to 2ml of blood sample with vacutainer closed acquisition system, so customer decides to collect sample using open technique. The tubes have been rejected since they don't accomplish with the sample/additive ratio. It's required to puncture the patients again with another edta tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd¿ tube k2edta plh 13x75 3.0 plbl lav br the tube underfilled. The patient had to be recollected. The following information was provided by the initial reporter, translated from spanish to english: the tubes present vacuum problems, won't allow to fill 3ml. It fills only up to 2ml of blood sample with vacutainer closed acquisition system, so customer decides to collect sample using open technique. The tubes have been rejected since they don't accomplish with the sample/additive ratio. It's required to puncture the patients again with another edta tube.